Event description:
The following information was reported: during the shuttling step of the deployment process when the sheath and all was pulled back to the top it was noted that the white tube was not visible. The balloon was deflated, device removed and manual pressure was held for 15 minutes. The patient was free of complications and discharged the same day as initially planned. The patient was not hospitalized. Procedure type: diagnostic coronary stick location: common femoral vessel size: 5mm additional information: the user opened the stopcock on the sheath prior to shuttling down. The deployer did not apply any unusual force when shuttling down. There were no visible kinks in the sheath or the device after removal.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).